Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that while attempting to place ultrasound guided IV in a patient, the guidewire would not advance when I was in the patient¿s vein. I removed the IV and pressed the button to retract the needle, however the needle did not retract fully. No injury occurred to the patient as soon as I realized that the guide wire was stuck and not advance, I removed the IV completely. No other information was provided.